Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) reported that he replaced the batteries that did not meet the run time specifications. The fse completed the preventive maintenance (pm) with full calibration, functional testing and safety check to factory specifications. The iabp passed all functional and safety tests per factory specifications, and was returned to the customer, cleared for clinical use. (B)(6).

Event description:
A getinge field service engineer (fse) reported that while performing a preventative maintenance (pm) on a cs300 intra-aortic balloon pump (iabp), the battery failed the runtime test. There was no patient involvement and no adverse event was reported.